Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had exposed to moisture. The customer¿s blood glucose level was 8.3 mg/ld. The customer reported that the pump had moisture exposure was in screen and can hear water in the buttons. The customer performed self test and did not passed. The customer was advised to revert to backup plan per health care professional. The insulin pump will not be returned for analysis.